Event description:
It was reported that during testing conducted at the manufacturer facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, corrosion and a faulty e-box were identified, and are the probable causes of the reported unintended activation.